Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the patient received a test result of 253 mg/dl at which time she did not feel symptoms of low or high blood glucose levels. Forty minutes later the patient passed out and paramedics were called. The patient was treated with glucagon, but no test results were reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.